Manufacturer narrative:
(B)(4). Batch # p9330p.

Event description:
It was reported that during an unknown procedure, the device didn't stop working, although it had not been activated and it made a hole in the surgical mayo. There was no reported adverse event.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were pressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.